Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary preliminary and functional testing found a no output and no telemetry condition. The device had low battery voltage and high current drain. It was determined the device was never implanted. Electrical analysis found it was continuously performing pors (power on reset). Further analysis determined they were caused by an anomaly in an integrated circuit.

Event description:
Asku